Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated. The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg reached end of life. As a result, surgical intervention may be pending to address the issue.